Manufacturer narrative:
(B)(4). The device was evaluated and the event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a false empty detected and a use error, as there was an inappropriate bypass of a low drain volume (ldv) alarm. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass the ldv alarm. The guide warns that bypassing a ldv alarm when there is still fluid left in the peritoneal cavity can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred during therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1627ml, indicating the home patient (hp) drained 1627ml more than their maximum programmed fill volume of 2000ml. No additional information is available.